Event description:
The customer reported via phone call that they received a button error alarm. Customer stated the alarm occurred when they attempted to enter their bolus and carbohydrate information. The customer stated their carbohydrate information was scrolling without input. The customer's blood glucose was 138 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent up arrow button due to corroded keypad trace. No button error alarm noted and no scrolling display noted. The insulin pump has cracked reservoir tube lip and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.